Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included header bag, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly was found fully mated and kinked at the blood inlet holes. No other damage or issues were identified. The returned sheath and locator assembly contained kinks and so the complaint was able to be confirmed for a kinked sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they tried to advance the angio-seal in the introducer, however it was not possible, it did not fit. The procedure performed for the patient prior to use of the closure device was a percutaneous transluminal angioplasty (pta). A 6fr sheath size was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. There were no equipment or other devices used with the reported product. Hemostasis was achieved with another angio-seal device. The patient was in stable condition and there was no patient injury. Additional information was received on 26jun2025: there was no blood loss.